Event description:
Low impedance was reported. X-ray revealed that part of the lead was split. During an attempt to explant the lead with laser sheath extraction (spectranetics). The patient's blood pressure dropped and a pericardial effusion was noted. It was decided to open the chest. The rupture was repaired and the lead was capped. The patient was sent to ICU.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.